Event description:
Ous MDR - at the end of a routine follow-up, the programming header was removed. This resulted in a presyncope and falling qrs complex in the ongoing EKG. After a repeated follow-up, no peculiarities were noted. This was all of the information provided to us. If additional information becomes available, this event will be updated.